Event description:
Compounding pharmacy tech was priming cadd administration set in hood, removed the protective cap from the luer lock connector to place luer lock tip cap on the end of the tubing and realized the cap could not connect to the luer lock connector. The tech informed the pharmacist who immediately involved q&c dept, who then checked to see if tubing could connect to microclave extension set, which it did not.